Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their system removed and there were still lead fragments left in the patient. The caller stated the patient told them it was removed because the ¿EKG would go wild.¿ it was noted the issue occurred in an asked unknown time frame but was ¿last year.¿ no patient symptoms were reported. No further complications were reported.